Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise resulting in pacing inhibition. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.